Manufacturer narrative:
Five device samples were received for evaluation. Visual inspection of the devices found them to be contaminated. Devices underwent taper testing on the connectors in order to see if there was a discrepancy with the diameter of the connectors. All units were noted to pass the test. A random sample of (B)(4) units was taken from manufacturing process, in order to perform the iso taper test, to verify that molded components meet the specification from the od (15mm). All units passed the iso taper test. The customer allegation was not confirmed; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Reporter occupation: rt. (B)(4). Related to the following two mfrs (same patient referenced with multiple occurrences): 3012307300-2019-05926, 3012307300-2019-05927, 3012307300-2019-05928, 3012307300-2019-05929, 3012307300-2019-05930, 3012307300-2019-05938, 3012307300-2019-05939, 3012307300-2019-05940, 3012307300-2019-05941, 3012307300-2019-05942, 3012307300-2019-05944.

Event description:
Information was received that smiths medical portex bivona tts cuffed pediatric with straight neck flange tracheostomy tubes were in use with a patient at their home. The reporter stated the patient is "having issues with valve connectors popping off the tracheostomy (trach) tube" and this issue has been noticed 12 times in the last 3 months". It was reported the trachs were utilized with speaking valves from an unknown brand and it was noted that they are compatible with any 15 mm connections. The reporter also stated that "during the night, if a valve popped off and the patient's mother did not notice right away, the patient would start to decompensate. In attempt to address the issue, the patient's mother contacted a respiratory therapist to come in and watch them install the valves, and it was reported that the patient's "mother is doing everything correctly". Additionally, the patient's mother used glue "to try to keep things sticking together. She has since stopped doing that". Trach tube changes were done on "several", not every occasion, as the reporter indicated "most of the time the valve was put back on. The patient's mother does not know which time a trach change was done vs. Just putting the valve back on". No additional adverse patient effects were reported.